Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the nurse was peeling the tyvek sheet of the product, the sheet was delaminated."